Event description:
It was reported that the customer was hospitalized due to a low blood glucose of 32 mg/dl. The customer had been given crackers the night before, but the next morning he was up sweeping the patio and doing other chores. The customer subsequently fell, and suffered a concussion after experiencing low blood glucose levels. The caller stated that the customer's blood glucose went low due to all of the activity. The caller also needed assistance with a few alarms. Assisted the caller. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.